Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No prime/fill anomalies or audio/beep anomalies noted during testing. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. No history anomalies noted. The fill cannula screen was idle for 15 minutes following by a fill cannula prompt; the fill cannula alert feature functioned properly during testing. Insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarms noted during testing. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, faded serial number label, stained serial number label, peeling end cap address label and corrosion in battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 425 mg/dl. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.